Event description:
It was reported that the patient stated that the device was causing them pain and discomfort so much that they could not sleep. It was noted that it was painful with movement and palpitation, and that the incision site was healed well with no visible drainage, erythema, or induration. The patient wanted their device removed due to the pain and discomfort. Therefore the device was explanted and the patient was exited from the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, and analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.